Event description:
It was reported that the implant (tsvwb10) packaging was open, the dr. Did not want to place the implant as it was deemed non-sterile. There was no report of patient harm or delay in surgery. Another implant was placed.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: event: it was reported that the implant (tsvwb10) packaging was open, the dr. Did not want to place the implant as it was deemed non-sterile. There was no report of patient harm or delay in surgery. Another implant was placed. Expiration date: 17 oct 2023. UDI: (B)(4). Date received by manufacturer: 22 may 2019. Additional 510k: k013227. Type of report: follow up. Device manufacture date: 17 oct 2018. The reported device and original packaging were received for evaluation. Visual inspection of the returned product identified an outer box with the outer and inner vial. The tamper evident ring at the bottom of the cap on the outer vial was broken/opened. The implant engaged with the fixture mount was returned outside the vial. The implant had no evidence of any damage or malfunction. The complaint alleges a packaging issue that cannot be functionally evaluated. Therefore, no additional testing was performed. The reported condition of a non-sterile implant could not be confirmed. A device history record (DHR) review for the reported device lot did not provide any indication of manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. A complaint history review for the reported device lot was completed. There are no other reported complaints for similar incidents. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). The device has been received for evaluation. A supplemental report will be submitted upon receipt of additional information that requires reporting and or to report investigation results. Patient information not provided.

Event description:
It was reported that the implant (tsvwb10) packaging was open, the doctor did not want to place the implant as it was deemed non-sterile. There was no report of patient harm or delay in surgery. Another implant was placed.